Event description:
This lead was implanted on (B)(6) 2013, and remains implanted at this time. The physician was dr. (B)(6) at (B)(6). A call to technical services, states that patient had an upgrade to biv ICD. And at predischarge all morphologies in biv. Lv and rv were identical. The leads could be in the wrong ports. Ts suggests, ps thresholds starting at high output and max pw and decrement pw only in leads I and ill. The patient's left arm, which is same side as implant, also started swelling and was diagnosed with dvt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).